Event description:
The home pt reported to baxter a potential overfill situation. During a few days in march (2008), the pt gained approx six pounds, increasing from a weight of 162 to 168 pounds. Reportedly, during this time, the home pt felt bloated. The home pt did not think he was draining as much as normal during those days, but did not have the drain volumes avail. On the date of the event, the pt did a manual exchange during the day, instead of performing his day therapy on the homechoice as he usually did. The pt's last fill volume on the homechoice before the manual exchange was 2500ml. During the manual exchange, the pt drained 3400ml. The pt reported he had no draining problems since then. According to the pt's nurse, there was no pt injury or medical intervention reported. Attempts have been made by baxter to request add'l info regarding the event and the pt's therapy numbers, including identifying the cause of the increased drain volume and the pt's fill and the drain volumes. No add'l info was made avail to baxter.

Manufacturer narrative:
The device was requested, but was not made avail for eval.